Event description:
Information received indicates the bed has no power or functions working.

Manufacturer narrative:
The technician found no ac power to the power control module and there was no damage to the power cord. Repairs have not been completed.